Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for intractable spasticity indications for use. It was reported that their pump was refilled on (B)(6) and normally when the pump gets refilled it only takes a few seconds to start the process, but it was still taking 80-95 seconds to do its cycle. The patient was getting stuck on a certain percentage, and it would go up to 90% and then wait at the 90% for about another 80 to 95 seconds. The patient gets 6 to 7 boluses per day. During the call, the patient service assisted the patient through clearing the data and close out of the application. The patient was able to connect the personal therapy manager (ptm) without lag. The troubleshooting steps that were taken on the call resolved the issue.